Manufacturer narrative:
Investigation conclusion: analysis of customers' data illustrated the product to be performing as expected. The customers complaint was not replicated with in-house testing of retain lot t10608b. No issues with d-dimer recovery were observed. Manufacturing batch records for lot t10608b were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required

Event description:
Customer reported poor correlation for d-dimer between triage platform and stratus cs. Customer stated they have not used the triage for any patient reporting. The correlations were done anonymously, therefore no patient details or information can be obtained. Triage d-dimer: 516 compared to stratus d-dimer: 1062. Triage d-dimer: 305 compared to stratus d-dimer: 727. Sites d-dimer reference range for the platforms: triage <600, stratus 0.0-682.